Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. Data was provided for investigation but does not reflect the alleged device. Confirmation of the issue was undetermined. The root cause could not be determined. No injury or medical intervention was reported.